Event description:
It was reported that inaccurate label information was found on a bd¿ allergy syringe box. No patient impact reported. The following information was provided by the initial reporter: we frequently have boxes that are printed on the outside as treatment syringes when opened the packs may be printed as treatment upon opening they may be testing syringes and vice/ versa.

Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: photos and (1195) 1ml, 10mm, 27g bd allergy syringes (1125 in sealed trays, 70 in open trays), product code #305541 and lot # 2011725 were received along with the reported complaint of mixed product/lots. The photos and trays were examined, and no mixed product was observed. A review of the device history record was completed for batch #2011725. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded that embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no CAPA/sa is required at this time. H3 other text : see h.10.

Event description:
It was reported that inaccurate label information was found on a bd¿ allergy syringe box. No patient impact reported. The following information was provided by the initial reporter: we frequently have boxes that are printed on the outside as treatment syringes when opened the packs may be printed as treatment upon opening they may be testing syringes and vice/ versa.